Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user contacted the clinical team to request a cgm target change due to recurrent nocturnal lows around 65 mg/dl and morning highs in the 200s over recent weeks; the user reported consistent meal announcements and appropriate treatment of lows, and the device¿s cgm target was set higher overnight and lower during the day. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for oral glucose to treat low glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information and no findings available related to a device problem or specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.